Event description:
Related manufacturer reference number: 1627487-2019-08934. Further follow-up information revealed that the patient had their lead explanted on (B)(6) 2019. The lead has been added as a second reportable device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a lack of effective therapy. As a result, surgical intervention took place in (B)(6) 2017, wherein the patient¿s ipg was explanted. The exact date of surgery is unknown.